Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Fourteen events were reported for this quarter. Eleven devices were received for evaluation. Three devices were available for evaluation but have not yet been received. Four events were confirmed during testing. Four devices were found to be affected by corrosion. Six events were not confirmed during testing; the devices were found to be within specifications. One device evaluation is in progress. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 14 malfunction events in which the device reportedly overheated. Eleven events had no patient involvement; no patient impact. Three events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 4 previously reported events are included in this follow-up record. Product return status 4 devices were not available to stryker for evaluation. Additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused. H3 other text : device not returned.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device reportedly overheated. 11 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.